Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colon resection procedure, the staple line did not hold after firing. The staples were malformed. Used another device to complete the procedure. There was no patient consequence.